Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device did confirm the reported device issue. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. Although a conclusive cause for the premature deployment could not be determined, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during unpackaging, the xpert stent was noted to be partially deployed. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information has been provided.